Event description:
It was reported to boston scientific corporation that a truetome jag 44 was used in the bile duct during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the cutting wire of the truetome jag 44 broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: the returned truetome jag 44 was analyzed, and a visual and microscopic evaluation noted that distal pierced hole (tome's extrusion) was torn. The wire anchor is still within the catheter and the cutting wire was not broken. No other problems with the device were noted. The reported event of cutting wire break was not confirmed. The product analysis of the returned device revealed that the distal pierced hole (tome's extrusion) was torn. This condition could displace the cutting wire anchor from its original position (the wire anchor is still within the catheter), but the cutting wire was not broken. The distal pierced hole (tome's extrusion) torn could have been generated by submitting the catheter to tension forces during the handle actuation and bowing the device without being completely out of the scope. This can led to a tear and displacing the cutting wire anchor from its position. Based on all gathered information, the most probable root cause is "adverse event related to procedure". A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a truetome jag 44 was used in the bile duct during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the cutting wire of the truetome jag 44 broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.